Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6fr sheath after an coronary interventional procedure. Reportedly, after clip deployment, the device failed to release from the patient anatomy. The physician pushed the thumb advancer a second time which released the clip and achieved hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported difficult to deploy the thumb advancer could not be confirmed due to the returned condition of the device. The difficult to remove the closure device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulties appear to be use technique related and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.